Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, fallopian tubes removal - sent to pathologist). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: batch number was not available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") in a 46-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, fallopian tubes removal on (B)(6) 2019 - sent to pathologist). Essure was removed. At the time of the report, the vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for vaginal haemorrhage with essure. The reporter commented: batch number was not available most recent follow-up information incorporated above includes: on 1-apr-2019: hysterectomy and fallopian tubes removal performed on (B)(6) 2019 (sent to pathologist together with essure implants). Batch number is not available. Indication for hysterectomy and fallopian tubes removal was heavy vaginal bleeding. Previous reported event medical device removal was replaced by the event vaginal haemorrhage (reason for removing essure). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.